Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was partially returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the inner insulation and the outer insulation of the lead developed a breach due to a depression while in vivo. Products: sdr303b ipg implanted 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to noise. It was also reported that the patient's right atrial (ra) lead was explanted and replaced. The ra lead was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.